Manufacturer narrative:
(B)(4). Upon inspection the failure could not be confirmed. The device passed all visual inspections. The clip was removed from the device and returned. All sutures are completely cut. There are no indications of defects that may have produced this failure. The surgeon may have encountered resistance when pulling the device away from the laa due to the inherent friction present in the suture path.

Event description:
During a concomitant mvr/tvr/maze procedure, the clip did not deploy after strings in handle were cut. The procedure was delayed for three minutes, another clip was opened and placed. There was no patient harm. Additional information from rep. When the surgeon had the clip in place, he cut the strings in the handle to deploy. When he tried pulling the black housing of the clip away from the supposedly deployed clip, he noticed the clip was still attached to the handle piece. He then reopened the clip using the handle, and slid the device off requesting for a new device.